Event description:
Site was not able to get the superdimension system to navigate to target during a case. The superdimension portion of the case was cancelled and the patient was under general anesthesia. There was no report of patient injury, death or serious adverse event.

Manufacturer narrative:
The recordings of the superdimension case were received. The evaluation of the recordings found interface contributed to the event. A review of the device history record for this lot found no anomalies. Out of the abundance of caution, superdimension is filing this MDR because of the additional risk associated with multiple exposures to general anesthesia.